Event description:
It was reported that the balloon burst. The intended procedure, was angioplasty of the carotid artery. The vessel had mild calcification, mild tortuosity and 80% stenosis. The balloon catheter was advanced to the lesion and inflated with an indeflator, however, the balloon ruptured at 5atm. It is unknown if difficulty were experienced while advancing the catheter to the lesion or while crossing the lesion.

Manufacturer narrative:
This product is not distributed in the united states (us); however, it is similar to the us product. The product was not returned for analysis. A DHR review was performed and showed that this lot of products (r1205398) met all requirements per the applicable mqp. This review was extended to subassembly part number e7140192 with lot number 0411051061 and 0412050111. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. In this case, lesion/vessel characteristics may have been a contributing factor to the reported event.